Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
Complaint no: (B)(4). Baxter medical assessment summary: this is one of three cases (B)(4) reported by same surgeon on deep vein thrombosis after use of floseal. This complication is a common occurrence after surgery and specifically after total knee arthroplasties. While based on the minimal information available a causal relationship cannot be excluded, for final clinical evaluation additional information is required. Based on the lack of important clinical data, a deep vein thrombosis as a result of the use of floseal cannot be excluded. Baxter is currently in the process of following up with the reporting surgeon for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
Patient 1 of 3: patient experienced deep vein thrombosis when utilizing floseal for a tka procedure. No further information is available at this point. No additional information is known at this time. This is one of three cases (baxter complaint number: (B)(4)) reported by same surgeon on deep vein thrombosis after use of floseal.